Event description:
Customer reported via phone call to have received a button error alarm and also that keypad was not responding. Customer's blood glucose was unknown. Customer reported that insulin pump fell out of bra and fell into a pond. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The up arrow button on the insulin pump had intermittent button response due to moisture damage on the keypad traces. No button error alarms noted during testing. The device had cracked battery tube threads, cracked reservoir tube lip, minor scratches on the lcd window, cracked case at the display window corners, and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.